Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the instrument arm drape experienced a recognition failure during the process of attaching the camera arm. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.